Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a 43-year-old female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), allergy to metals ("allergic / allergic reactions occur with the nickel in the inserts after implantation"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and perforation outcome was unknown and the pregnancy with contraceptive device, allergy to metals, pelvic pain, abdominal pain, back pain, genital haemorrhage, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: adverse events started almost immediately following implantation of the essure device. Patients experienced pain, disability, hospitalizations and surgery. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 43 year-old female patient who had essure inserted (lot no. A73748) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of overweight, nonsmoker, penicillin allergy, sulfonamide allergy, pain, cramp, miscarriage, multigravida, abnormal uterine bleeding and uterine ablation in 2013, breast reduction in 1998 and alcohol addiction, abortion spontaneous, migraine, rosacea and fibromyalgia. Previously administered products included: oral contraceptive nos and abdominol. Concomitant products included polyethylene glycol 3350 (macrogol 3350), tramadol, duloxetine [duloxetine hydrochloride], tramacet [paracetamol;tramadol hydrochloride], doxycycline, flagyl [metronidazole], clindamycin, tylenol (paracetamol) for pain, naproxen for pain and ibuprofen for pain. On 03-dec-2013, the patient had essure inserted. Essure was removed on 11-jul-2018. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), pregnancy with contraceptive device ("unintended pregnancy with essure"), allergy to metals ("allergic / allergic reactions occur with the nickel in the inserts after impantation"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal, laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). At the time of the report, the pregnancy with contraceptive device, allergy to metals, pelvic pain, abdominal pain, back pain, genital haemorrhage, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression had not resolved. The outcomes for fallopian tube perforation, uterine perforation, device dislocation and perforation were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: adverse events started almost immediately following implantation of the essure device. Patients experienced pain, disability, hospitalizations and surgery. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Computerised tomogram] on 29-jun-2018: clinical information: unintentional weight loss 40ib over 6 months, night sweats r/o lymphoma r/o tumors, etc. Findings: abdomen and pelvis: there are curvilinear metallic devices within the anterior margin of the uterine fundus bilaterally. These are presumably some medical device impression: no sign of malignancy to explain weight loss. Nil acute [electrocardiogram] on 11-jul-2018: sinus tachycardia nonspecific t wave abnormality abnormal ECG [magnetic resonance imaging] on 04-jul-2016: clinical history: sacroiliitis/speckled pattern/bilat si joint pain bilateral tubal ligation clips noted. Impression: sacroiliac joints unremarkable with no evidence of sacroiliitis [ultrasound scan] on 16-dec-2013: she has continued to complain of pain and fever since essure placement and she has been treated with antibiotics for the last ten days. Ultrasound last week identified no significant pathology [ultrasound scan vagina] on 13-dec-2013: clinical information: post op pain fever rlq pain, abscess impression: prominent endometrium measuring 1.6 mm in maximal double wall thickness. Surgical clips questioned in the region of the uterine cornua bilaterally.; (date unknown): she was examined today and a transvaginal ultrasound was done, she looked well on exam and there were no obvious vulvar abnormalities. Transvaginal ultrasound was performed which showed the uterus to be in a military position, essure inserts were visualized with hyperechoic masses to each uterine cornua. Endometrial cavity was consistent with previous global ablation. There was no obvious adnexal or pelvic pathology noted otherwise [ultrasound scan vagina] on 13-dec-2013: clinical information: post op pain fever rlq pain, abscess impression: prominent endometrium measuring 1.6 mm in maximal double wall thickness. Surgical clips questioned in the region of the uterine cornua bilaterally.; (date unknown): she was examined today and a transvaginal ultrasound was done, she looked well on exam and there were no obvious vulvar abnormalities. Transvaginal ultrasound was performed which showed the uterus to be in a military position, essure inserts were visualized with hyperechoic masses to each uterine cornua. Endometrial cavity was consistent with previous global ablation. There was no obvious adnexal or pelvic pathology noted otherwise quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 09-apr-2024: lab data, new reporter information, concomitant medications and medical history was added. Non-drug treatment notes, patient information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a 43-year-old female patient who had essure (batch no. A73748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), allergy to metals ("allergic / allergic reactions occur with the nickel in the inserts after impantation"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and perforation outcome was unknown and the pregnancy with contraceptive device, allergy to metals, pelvic pain, abdominal pain, back pain, genital haemorrhage, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: adverse events started almost immediately following implantation of the essure device. Patients experienced pain, disability, hospitalizations and surgery. She has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the adverse event medical device removal was updated with the adverse events: pelvic pain, abdominal pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergy, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression. A new reporter type (lawyer) was added. The lot number of the essure was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.